Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a (B)(6) female patient presented for right upper quadrant abdominal pain. The pregnancy test was administered before performing x-rays. There was no additional patient information at the time of this report. The patient was given a transvaginal ultrasound, which confirmed the patient was not pregnant. The patient was given an appendectomy and later discharged. The customer states that return product is available for investigation. Date: (B)(6) 2016, method: I-stat, result: 36.5. On (B)(6) 2016, vista, <1. Based on the information available and internal control algorithms the event is reportable as a potential product malfunction although not confirmed at this time. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 05/03/2016. Customer returns and retain product was tested and are functioning according to specification.

Event description:
Na